Event description:
It was reported that the ilet showed a solid charging light on the pad but the pump battery did not increase, the device powered on briefly, then shut down to a black screen, and ultimately would not power on, consistent with premature battery discharge affecting the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user transitioned to backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.